Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicated on (B)(6) 2012, at 1124, the device was programmed to deliver in the continuous + bolus mode to deliver in mg, with a 10mg/ml concentration, a 4mg/hr rate, a 2mg bolus dose, 10 min bolus lockout, no dose limit selected, a 2000mg container size, and the delivery was started. Between 1134 and 1151, there were twenty-six 2mg pt initiated deliveries and 8 unmet demands. A date stamp of (B)(6) 2012, occurred. Between 0149 and 1342, there were thirty-five 2mg pt initiated deliveries and 8 unmet demands. Between 1405 and 1406, delivery was stopped, a 6mg/hr rate programmed and delivery started. Between 1431 and 1020, there were nineteen 2mg pt initiated deliveries and 18 unmet demands. A date stamp of (B)(6) 2012 occurred. Between 0042 and 1000, there were twenty-six 2mg pt initiated deliveries and 5 unmet demands. Between 1047 and 1049, the infusion was stopped, an 8mg/hr rate and a 4mg bolus dose were programmed and the delivery was started. Between 1155 and 2033, there were twenty-five 4mg pt initiated deliveries and 18 unmet demands. Between 2036 and 2038, the infusion was stopped, check cassette alarm occurred twice, power loss alarm occurred twice and the pump was powered on. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a bolus dose. The device was returned to the warehouse department with a note that stated, ¿bolus function not working with or without cord, tried 5 different cords on this machine.¿ the customer contact reported the device was programmed for pain management to deliver an unspecified concentration of morphine ¿continuously.¿ no specific pump programming parameters were provided. After an unspecified length of time, it was noted that the ¿bolus function was not working with or without cord.¿ the device was removed from clinical service. Therapy was resumed with a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.